Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer experienced a low blood glucose (bg); value not provided. Suspected cause was due to pump delivering a 15 unit bolus. Customer consumed carbohydrates to address the low bg. Customer went to the emergency room where they were given treatment. The pump data was reviewed and it was found that the customer had manually requested the 15 unit bolus to be delivered. Multiple attempts were made by tandem technical support to relay this information to the customer; however, no response was received.